Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device was a demo asset and inspected by olympus thailand. According to inspection results, the transducer could still be plugged into the generator to be tested. However, the transducer receptacle was found damaged, causing power activation malfunctioned as pressing high-power mode activated standard power mode and pressing standard power mode activated high power mode. DHR records were provided to olympus for review. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Damage to the receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. As stated on the IFU (instruction for use) the user manual states: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug. Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation at service center site in olympus (B)(6). Evaluation of device confirmed the reported issue. The device transducer receptacle was found damaged causing the reported failure. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed required testing and specifications.

Event description:
It was reported that device malfunctioned. The device when pressed at ¿high power mode¿ setting, it activated to ¿standard mode¿ and when pressed to ¿standard power mode¿ setting, it activated to ¿high power mode¿. The issue occurred during incoming device inspection. There was no patient involvement on this report. No user harm or injury reported.